Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location/ only one essure coil could be locate'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep apnea and asthma. Concurrent conditions included overweight, pelvic pain, metrorrhagia, cervical spinal stenosis and endometriosis. Concomitant products included salbutamol (albuterol) since 2017. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower ("severe cramping/pain"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("psychological or psychiatric problems condition: very bad anxiety") and the first episode of alopecia ("hair loss"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating") and constipation ("constipation"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / heavy menstural bleeding/ blood clots"), migraine ("severe migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), micturition urgency ("bladder or urinary problems or changes:increase urgency"), headache ("headaches"), tooth fracture ("dental problems:I had teeth break off from the bottom") and fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), haematochezia ("abnormal bleeding (vaginal , menorrhgaia ): blood in stool"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash macular ("rashes or skin conditions type: I would get irritated blotches on my arms and legs"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems - type : blurred vision") and was found to have the second episode of weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss") and dysgeusia ("tasting nickle"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, haematochezia, the last episode of weight increased, migraine, mood swings, night sweats, hot flush, urinary tract infection, dyspareunia, female sexual dysfunction, anxiety, rash macular, micturition urgency, headache, nausea, tooth fracture, vaginal discharge, vision blurred and dysgeusia outcome was unknown and the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, the last episode of alopecia, fatigue, abdominal distension and constipation had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, constipation, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haematochezia, headache, hot flush, menorrhagia, micturition urgency, migraine, mood swings, nausea, night sweats, pelvic pain, rash macular, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of alopecia, the first episode of weight increased, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: the patient stated that essure did not worsen her previously existing injury/condition. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pathology test - on (B)(6) 2017: I. The specimen presents in formalin labeled as bilateral partial tubes and consists of two tan-pink to purple segments of fallopian tube ranging in size from 0.5 x 0.5 x 0.4 cm and up to 0.6 x 0.5 x 0.5 cm. Both specimens are bisected to reveal tan-pink to purple cut surfaces. The specimen is entirely submitted in one cassette. 2, the specimen presents in formalin labeled as essure and consists of a metallic foreign body measuring: 10 cm long. By up to 0.1 crn in \widest diameter. No soft tissue is attached to the essure. For gross examination only.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: left lower quadrant pain ,there was no essure device found on the left tube. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received : reporters information updated. Events: hormonal changes describe: mood swings, night sweats and hot flashes , abnormal bleeding (general) heavy menstrual bleeding/ blood clots , abnormal bleeding (vaginal, menorrhagia) blood in stool , infection (bladder/ urinary tract/vaginal) type: utis , apareunia (inability to have sexual intercourse) , psychological or psychiatric problems condition: very bad anxiety , rashes or skin conditions type: I would get irritated blotches on my arms and legs , bladder or urinary problems or changes , migraines / headaches , migration of essure device location of device: unknown location/ only one essure coil could be locate , nausea , dental problems: I had teeth break off from the bottom , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pain , vaginal discharge , vision/eye problems type: blurred vision , fatigue , weight gain , gastrointestinal or digestive system condition type: bloating, constipation , hair loss were added. Event outcome were updated to resolved/ recovered : gi issue, blood clot, fatigue, hair loss, pain.lab data,medical history , concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location/ only one essure coil could be locate'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and haematochezia ('abnormal bleeding (vaginal , menorrhagia ): blood in stool') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included sleep apnea, asthma, cesarean section and menopause. Concurrent conditions included overweight, pelvic pain, metrorrhagia, cervical spinal stenosis and endometriosis. Concomitant products included salbutamol (albuterol) since 2017. On (B)(6)2008, the patient had essure inserted. In (B)(6)2013, the patient experienced anxiety ("psychological or psychiatric problems condition: very bad anxiety"). In march 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes") and abdominal pain ("abdominal pain"). In (B)(6)2013, the patient experienced the first episode of alopecia ("hair loss"). In 2013, the patient experienced abdominal pain lower ("severe cramping/pain"). In (B)(6)2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("severe migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), headache ("headaches"), fatigue ("fatigue"), abdominal distension ("bloating") and constipation ("constipation"). In (B)(6)2014, the patient experienced tooth fracture ("dental problems:I had teeth break off from the bottom"). In 2014, the patient experienced micturition urgency ("bladder or urinary problems or changes:increase urgency"). In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2015, the patient experienced nausea ("nausea"). In (B)(6)2015, the patient experienced rash macular ("rashes or skin conditions type: I would get irritated blotches on my arms and legs") and vision blurred ("vision/eye problems - type : blurred vision"). In (B)(6)2015, the patient experienced haematochezia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / heavy menstrual bleeding/ blood clots") and vaginal discharge ("vaginal discharge") and was found to have the second episode of weight increased ("weight gain"). In 2015, the patient was found to have the first episode of weight increased ("weight gain"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), dysgeusia ("tasting nickle") and gastrointestinal disorder ("gi issue"). The patient was treated with antibiotics, naproxen and surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, genital haemorrhage, haematochezia, dysmenorrhoea, migraine, mood swings, night sweats, hot flush, urinary tract infection, dyspareunia, female sexual dysfunction, anxiety, rash macular, micturition urgency, headache, nausea, tooth fracture, vaginal discharge, vision blurred, the last episode of weight increased, dysgeusia and abdominal pain outcome was unknown and the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, the last episode of alopecia, fatigue, abdominal distension, constipation and gastrointestinal disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, constipation, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haematochezia, headache, hot flush, menorrhagia, micturition urgency, migraine, mood swings, nausea, night sweats, pelvic pain, rash macular, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of alopecia, the first episode of weight increased, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: the patient stated that essure did not worsen her previously existing injury/condition. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pathology test - on (B)(6)2017: I. The specimen presents in formalin labeled as bilateral partial tubes and consists of two tan-pink to purple segments of fallopian tube ranging in size from 0.5 x 0.5 x 0.4 cm and up to 0.6 x 0.5 x 0.5 cm. Both specimens are bisected to reveal tan-pink to purple cut surfaces. The specimen is entirely submitted in one cassette. 2, the specimen presents in formalin labeled as essure and consists of a metallic foreign body measuring: 10 cm long by up to 0.1 crn in \widest diameter. No soft tissue is attached to the essure. For gross examination only.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: left lower quadrant pain ,there was no essure device found on the left tube. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received. New event added: gi issue , abdominal pain & plaintiff did not undergoes essure confirmation test. Concomitant drugs and reporters were added on 7-oct-2019: pfs received. No new significant information added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location/ only one essure coil could be locate'), pelvic pain ('pain') and perforation ('perforation') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included sleep apnea, asthma, cesarean section and menopause. Concurrent conditions included overweight, pelvic pain, metrorrhagia, cervical spinal stenosis and endometriosis. Concomitant products included salbutamol (albuterol) since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: very bad anxiety"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced the first episode of alopecia ("hair loss"). In 2013, the patient experienced abdominal pain lower ("severe cramping/pain"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("severe migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), headache ("headaches"), fatigue ("fatigue"), abdominal distension ("bloating") and constipation ("constipation"). In (B)(6) 2014, the patient experienced tooth fracture ("dental problems:I had teeth break off from the bottom"). In 2014, the patient experienced micturition urgency ("bladder or urinary problems or changes:increase urgency"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced rash macular ("rashes or skin conditions type: I would get irritated blotches on my arms and legs") and vision blurred ("vision/eye problems - type : blurred vision"). In (B)(6) 2015, the patient experienced haematochezia ("abnormal bleeding (vaginal , menorrhgaia ): blood in stool"), dysmenorrhoea ("dysmenorrhea cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / heavy menstural bleeding/ blood clots") and vaginal discharge ("vaginal discharge") and was found to have the second episode of weight increased ("weight gain"). In 2015, the patient was found to have the first episode of weight increased ("weight gain"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), dysgeusia ("tasting nickle") and gastrointestinal disorder ("gi issue"). The patient was treated with antibiotics, naproxen and surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, haematochezia, dysmenorrhoea, migraine, mood swings, night sweats, hot flush, urinary tract infection, dyspareunia, female sexual dysfunction, anxiety, rash macular, micturition urgency, headache, nausea, tooth fracture, vaginal discharge, vision blurred, the last episode of weight increased, dysgeusia and abdominal pain outcome was unknown and the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, the last episode of alopecia, fatigue, abdominal distension, constipation and gastrointestinal disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, constipation, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haematochezia, headache, hot flush, menorrhagia, micturition urgency, migraine, mood swings, nausea, night sweats, pelvic pain, perforation, rash macular, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of alopecia, the first episode of weight increased, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: the patient stated that essure did not worsen her previously existing injury/condition. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pathology test - on (B)(6) 2017: I. The specimen presents in formalin labeled as bilateral partial tubes and consists of two tan-pink to purple segments of fallopian tube ranging in size from 0.5 x 0.5 x 0.4 cm and up to 0.6 x 0.5 x 0.5 cm. Both specimens are bisected to reveal tan-pink to purple cut surfaces. The specimen is entirely submitted in one cassette. 2, the specimen presents in formalin labeled as essure and consists of a metallic foreign body measuring: 10 cm long by up to 0.1 crn in \widest diameter. No soft tissue is attached to the essure. For gross examination only.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: left lower quadrant pain ,there was no essure device found on the left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: migration or perforation event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location/ only one essure coil could be locate'), pelvic pain ('pain') and perforation ('perforation') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included sleep apnea, asthma, cesarean section and menopause. Concurrent conditions included overweight, pelvic pain, metrorrhagia, cervical spinal stenosis and endometriosis. Concomitant products included salbutamol (albuterol) since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: very bad anxiety"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced the first episode of alopecia ("hair loss"). In 2013, the patient experienced abdominal pain lower ("severe cramping/pain"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("severe migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), headache ("headaches"), fatigue ("fatigue"), abdominal distension ("bloating") and constipation ("constipation"). In (B)(6) 2014, the patient experienced tooth fracture ("dental problems:I had teeth break off from the bottom"). In 2014, the patient experienced micturition urgency ("bladder or urinary problems or changes:increase urgency"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced rash macular ("rashes or skin conditions type: I would get irritated blotches on my arms and legs") and vision blurred ("vision/eye problems - type : blurred vision"). In (B)(6) 2015, the patient experienced haematochezia ("abnormal bleeding (vaginal , menorrhgaia ): blood in stool"), dysmenorrhoea ("dysmenorrhea cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / heavy menstural bleeding/ blood clots") and vaginal discharge ("vaginal discharge") and was found to have the second episode of weight increased ("weight gain"). In 2015, the patient was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), dysgeusia ("tasting nickle") and gastrointestinal disorder ("gi issue"). The patient was treated with antibiotics, naproxen and surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, haematochezia, dysmenorrhoea, migraine, mood swings, night sweats, hot flush, urinary tract infection, dyspareunia, female sexual dysfunction, anxiety, rash macular, micturition urgency, headache, nausea, tooth fracture, vaginal discharge, vision blurred, the last episode of weight increased, dysgeusia and abdominal pain outcome was unknown and the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, the last episode of alopecia, fatigue, abdominal distension, constipation and gastrointestinal disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, constipation, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haematochezia, headache, hot flush, menorrhagia, micturition urgency, migraine, mood swings, nausea, night sweats, pelvic pain, perforation, rash macular, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of alopecia, the first episode of weight increased, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: the patient stated that essure did not worsen her previously existing injury/condition. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pathology test - on (B)(6) 2017: I. The specimen presents in formalin labeled as bilateral partial tubes and consists of two tan-pink to purple segments of fallopian tube ranging in size from 0.5 x 0.5 x 0.4 cm and up to 0.6 x 0.5 x 0.5 cm. Both specimens are bisected to reveal tan-pink to purple cut surfaces. The specimen is entirely submitted in one cassette. 2, the specimen presents in formalin labeled as essure and consists of a metallic foreign body measuring: 10 cm long by up to 0.1 crn in \widest diameter. No soft tissue is attached to the essure. For gross examination only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: left lower quadrant pain ,there was no essure device found on the left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain lower ("severe cramping"), weight increased ("weight gain") and migraine ("severe migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pain, alopecia, abdominal pain lower, weight increased and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, migraine, pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.